Event description:
The catheter began leaking around the cuff about a month after placement. It worked fine until then. They had been infusing duramorph, a form of morphine for pain. The leak was noticed due to wet dressing.